Event description:
The facility's biomed manager reported an infusion pump with an 812:02 failure code. Baxter's customer service requested additional contact information, which was not provided. It was unknown if the failure occurred during patient use or biomed testing. The biomed stated they have no record of any patient incident involving the pump since the last baxter service event.